Manufacturer narrative:
Hamilton medical ag complaint number: comp-(B)(4). Follow-up 1: device evaluation. According to the complaint description, the device alarmed with ¿cuff leak¿ during ventilation. No harm to the patient was reported. The problem was caused by an internal leak in the intellicuff. After replacing the intellicuff, the issue was resolved.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Investigation ongoing.

Event description:
Hamilton medical ag received the following incident description: during use, a ¿cuff leak¿ alarm occurred and continued. The device was exchanged with another intellicuff device. No ham to the patient was reported.